Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that water had infiltrated the device, causing internal components to rust and corrode.

Event description:
The customer contacted physio-control to report that the bottom of the screen on their device, is blank and not functional. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control will provide the customer with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the bottom of the screen on their device, is blank and not functional. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.